Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed a rise in power consumption starting (B)(6) 2016 with parameters within normal operating range. However, no alarms were logged for the past 14 days leading up to (B)(6) 2016. On-site inspection of the driveline cable by the clinical specialist revealed multiple cracks in the outer sheath, confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient complained of breakdown in integrity of the outer sheath layer of driveline. On-site inspection revealed generalized wrinkling of driveline with breaks in outer sheath near driveline exit site and strain relief. Upon removal of previously applied rescue tape and electrical tape by patient, the clinical specialist observed wrinkling of the outer sheath throughout the entire length of the driveline. There was a small two-millimeter (mm) crack in the outer sheath six inches from the exit site as well as a two-inch section of missing outer sheath two inches from the strain relief. A driveline sheath repair was performed on an outpatient basis with no reported patient consequence. Alcohol prep pads were utilized to clean off old adhesive. The repair did not require pump stoppage. Photos provided of the reported damage appears to confirm the event.